Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that the failure occurred on the workplace monitor in the control room during the system startup. Failure in connection with smoke for this kind of monitor is a rare occurrence. The customer has the ability to switch off the monitor or to disconnect the monitor from power to prevent further damage. As the workplace monitor is used for image post processing, it is possible to operate the system without the workplace monitor in the control room. Operation is handled via touch screen in the examination room. The affected monitor was exchanged and the system has been returned to clinical operation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fc system. During a patient procedure, the workplace monitor began to emit smoke. The procedure was aborted and the patient was safely removed. We are unaware of any impact to the state of health of the patient involved.